Event description:
On (B)(6) 2016 a computer software event was identified from a review of the manufacturer's in-house programming history database. On (B)(6) 2011 the device was interrogated and system diagnostics were performed. One test resulted in a "fault," and the other was successful. The device was then programmed to intended settings in the same visit and there was no evidence that a software error occurred on this day. However, on the next recorded visit dated (B)(6) 2015 the device was interrogated and the settings were indicative of an interrupted diagnostic which had set the device to unintended settings. Additional relevant information has not been received to-date.